Event description:
Pt underwent a left thoracotomy with left lower lobectomy and mediastinal lymphadenectomy in 7/2003. Four days later the chest tubes were removed but, a portion of one chest tube fractured and remained within the chest. A day later pt underwent a wound exploration for removal of a retained chest tube. The retained chest tube was removed extra thoracically. Pathological examination revealed it was 28.5cm in length by .6cm in diameter.